Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. It was reported that the patient's passing was cardiac related. Per clinical review of the available ECG data, the device detected two arrhythmias from 10:59:21 to 11:04:14, while the patient was in an idioventricular rhythm at 40 bpm slowing to an idioventricular rhythm at 20 bpm degrading to asystole with CPR/motion artifact. The rhythm then degrades to vt at 170 bpm degrading to vf with CPR/motion artifact. The patient received a non-lifevest defibrillation while in vf. The patient's post shock rhythm was an idioventricular rhythm at 90 bpm with CPR/motion artifact. The patient was seen in sinus rhythm from 60 bpm to 120 bpm with CPR/motion artifact and electrode lead fall off from approximately 11:09:49 until the device was shut down at 11:24:02 on (B)(6) 2020. The lifevest properly detected vt/vf however, CPR/motion artifact prevented the lifevest from delivering a treatment. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.